Event description:
It was reported that during procedure to treat a calcified lesion in superficial femoral artery (sfa) using a stealth peripheral orbital atherectomy device (oad), an extremely loud high pitched noise was noted when pressure was applied on the lesion. Visual spinning of the guidewire at the wire exit port was noted. There was severe deformation of the driveshaft. It was difficult to removed the oad, but was successfully removed without any complications to the patient.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis, and detailed analysis were performed on the returned device. The reported damaged driveshaft was confirmed. The reported unusual noise, difficulty removing the device, and brake not holding the guide wire were not confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft damage appears to be related to circumstances of the procedure. The returned oad exhibited biological material accumulated on the driveshaft near the crown section and damage to the saline sheath and driveshaft. During functional testing, the brake held the guide wire firmly without any slipping observed. Detailed analysis of the oad shows that the device was spun at treatment speeds for a total of 9.72 minutes. It should be noted that the maximum recommended life of the oad is 8 minutes. It is unknown if the longer spin time contributed to the reported issues. The stealth peripheral instruction for use (IFU) warns: "maximum total treatment time should not exceed 8 minutes per oad. If maximum total treatment time is exceeded, the oad shaft, crown, and viperwire peripheral guide wire may begin to exhibit signs of wear and result in a device malfunction and possible injury to the patient." Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat a calcified lesion in superficial femoral artery (sfa) using a stealth peripheral orbital atherectomy device (oad), an extremely loud high pitched noise was noted when pressure was applied on the lesion. Visual spinning of the guidewire at the wire exit port was noted. There was severe deformation of the driveshaft. It was difficult to removed the oad, but was successfully removed without any complications to the patient.